Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue. The stm replaced the display to correct the issue, then completed all safety, functionality, and calibration checks. All tests passed to factory specifications ad the iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during start up, the display on the cs300 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement and no adverse event was reported.